Event description:
The user facility reported that the leg section detached from their 4095 surgical table during a patient procedure. No report of injury or procedure delay.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the table and found that the leg section had sustained damage requiring replacement. Although the locking mechanism of the table was functional, the technician replaced the leg section receptacles as a precautionary measure. The leg section was also replaced by the technician at the user facility's request. Prior to the patient procedure, the table's leg section had not been fully inserted into the table leg section receptacles by the facility. As the leg section was not properly installed, this prevented the proper engagement of the locking mechanism which secures the detachable leg section to the main body of the surgical table. User facility personnel were advised that the leg section would lock into the table receptacles when properly installed. The 4095 surgical table operator manual states, "warning - personal injury hazard: when installing any table accessory, check for correct attachment and tighten securely (if appropriate). Do not use worn or damaged accessory. Check installation before using any accessory - do not remove table leg section if patient is not properly positioned. Patient's torso and buttocks must be firmly held in place by table back and seat sections and legs supported by leg supports. Warning - personal injury and/or equipment damage hazard: - failure to perform periodic inspections of this surgical table could result in serious personal injury or equipment damage." The 4095 surgical table operator manual further states, "the operator manual documents the following instructions within chapter 4 "before using the table". Section 4.4 - installing/removing leg section. Note: this surgical table is equipped with hi-lock locking mechanism enabling quick and easy removal/installation of the leg section with a safety lock feature. Installing the leg section 1. Position tabletop seat section to horizontal by pressing leg up button on hand control (should see figure 4-12 on hand control), refer to universal hand control section (operator manual) if needed. 2. With top seat section of table horizontal, insert both leg section installation rods into seat frame until fully engaged. Listen for "click" sound to indicate correct installation (see figure 4-13). Note: the leg section should slide easily into the back frame (seat section). Do not force. 3. Pull leg section (both sides) to ensure correct installation. Leg section should remain firmly in place." No additional issues have been reported.

Manufacturer narrative:
The steris service technician counseled user facility personnel on the proper installation/removal of the 4095 surgical tables leg section.